Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl. The patient reported the personal diabetes manager (pdm) hazard alarm alerted and the patient was unable to reset the alarm. The pdm reportedly could no longer be used to deliver corrections and the patient did not have a backup method available. The patient received insulin infusion every two hours for treatment at the hospital.